Event description:
During dialing the units the segments appear on the display [device malfunction]. Case description: spontaneous report received from another country, and reported by a consumer as "device malfunction." No adverse event was reported. Analysis results: technical examinations were performed. The device was tested with a penfill cartridge and a novofine needle mounted. A switch in the doser is worn. This may cause the display to change from dose setting mode to dose delivery mode (rising sun) by itself during dose setting. Technical description of fault: during dose setting, the numbers in the display change as intended, but without warning the display changes from dose setting mode to dose delivery mode (rising sun) by itself. The error occurs when the inject switch opens during dose setting. This is interpreted as if the push-button is pushed completely down and has opened the switch. The lock keeps the inject button in locked position by sliding its metal part into a groove on the lifter. When the lock is released the inject switch contact opens and a dose can be dialed. When the edge of the lock is worn the inject switch contact may open during dose setting.

Manufacturer narrative:
Medical consequences: the fault will be obvious to the user. The fault can however, if neglected by the user, lead to a possible overdose and thereby to hypoglycaemia. It is highly unlikely that the fault in the display could lead to a hypoglycemic event as the pt will be able to identify the problem before the use of the suspected product. The production of innovo was terminated due to decreased sales, not due to safety issues. Action: this fault is being monitored closely. In 2006, the reporting frequency was 1.9 ppm. Company comment: this case was initially reported as a technician complaint in 2007. However, based on analysis results of 2007, the case was re-evaluated by novo nordisk as a near-incident.